Event description:
Our distributor in a foreign country reported that the end cap was not fixed on the cutting end of this device inside the sterile packaging, and the sterile package containing this reamer was found torn. This discrepancy was found during inspection of the device prior to shipment to an end user. There was no patient involvement, serious injury or surgical delay related to this event.

Manufacturer narrative:
Investigation results: conmed linvatec received this device and packaging for evaluation and confirmed the reported problem. A visual examination found the end cap loose inside the package leaving the cutting tip of reamer exposed, which caused damage to the packaging and a breach in product sterility. An investigation remains in process for this failure mode. Conmed linvatec continues to monitor this device for failures. The instructions for use (IFU) for this device cautions the user: upon initial receipt of the product, this device should only be used if the original packaging and labeling are intact. If packaging has been opened or altered, contact your local linvatec representative.